Manufacturer narrative:
The investigation has been completed and the reported malfunction 0 was confirmed. The reported occlusion was verified in the logs; the device passed functional testing for the occlusion. During device testing, a different 2 issues were found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Upon changing the pump supplies, the customer received a non-resettable malfunction code. The customer's blood glucose level was 207 mg/dl. The customer was to use insulin injections to manage diabetes.